Event description:
Received a copy of the customer's medwatch report from FDA which states, "rn was administering 1 unit packed red blood cells (prbc). When checking on blood and volumes already infused- the blood volume infused on pump was more than volume in bag and there was still blood in bag to be infused. Prbc bag volume was 300.... Pump saying around 500 was infused. Rn noticed blood was lighter than normal and saline bag volume was down. Saline clamp was closed but appears to still have been infusing diluting the blood that was already infusing." The event reportedly happened at 1800 and the patient was discharged home stable. There was patient involvement, but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.